Event description:
A 4.0 flextend plus trach tube was found to have a cut in the tubing behind the trach connector. A metal spring in the trach was visible and could be touched externally. The tube was intact and functioning correctly. No ventilator alarms or pt difficulty reported.